Event description:
Dealer stated he is receiving an error code that means he needs to either replace the 4 way valve or pilot valve. Dealer states the unit only goes through two cycles intermittent. Dealer stated no end user involvement